Event description:
It was reported the insulin pump went into threshold suspend. The sensor read she was really low and blood glucose was at 89 to 100 mg/dl. Customer stated that sometimes blood glucose would be over 100 mg/dl and the device would go into threshold suspend. Customer stated that sometimes she doesn't have time to check her blood glucose and treats of her sensor readings. Threshold suspend was set at 60 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-41139.